Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was low (112 mg/dl) due to carbs consumed. Reportedly, the suspected cause was excessive bolusing to correct hyperglycemia (value not provided). Customer also reported inputting settings from an old non-tandem pump. Tandem technical support assisted the customer in setting a temp rate as well as performing a system check which confirmed that the pump was performing as intended. Recommendation was made to consult with health care provider regarding temp and basal rate, as well as correction factor.